Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (Product ID: neu_unknown_cath is no longer applicable). Conclusion code only applies to the pump. Conclusion code only applies to the catheters.

Event description:
Additional information was received from a consumer receiving intrathecal therapy. The indications for use were non-malignant pain and failed back surgery syndrome. The pump quit working after a year (2012) and completely failed. The patient went through withdrawal, and they were on a "large dose" of morphine. The catheter was clogged.

Event description:
It was reported via social media that the patient¿s pump quit working in one year. Per the patient the healthcare provider that installed it would not try to repair it. The patient couldn¿t find another hcp to work and repair it. The patient was no large dose of morphine. When the pump completely failed the patient had serious withdrawal problems. After about 2 months the patient found another hcp and the problem was a clogged catheter that went to the patient¿s spine. Per the patient reason ¿wrong combination of drugs in pump¿. The patient now drives two hundred miles round trip each time the patient needs to see the hcp. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.